Manufacturer narrative:
(B)(4). The event occurred in china market, this is reported for significantly similar device sold in USA market. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review(DHR): the records of the reported lot have been reviewed, no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 29-feb 2024 to 28-feb 2025(event date), the occurrence rate for the reported issue is approx. (B)(4) for suzhou manufactured om-10000, om-10000s and om-10000z, which is under anticipated occurrence rate. 3. Returned device evaluation: 1). The device was received for evaluation on mar.11, 2025. Visual inspection was conducted, signs of clinical use and evidence of blood were observed on the device, there were no visual defects observed on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate idling, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was furtherly disassembled for inspection. The acme nut lead-in thread was found broken, DHR review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had passed 100% visual inspection and mechanical function test during production. 4. Complaint historical data has also been reviewed, the failure of ¿knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength applied during customer using, which caused acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken acme nut lead in thread would not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tightened, and flexlink arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported failure. The complaint history review did not identify an adverse trend. No patient impacted. Based on above review, it was determined that there is no relation between the batch manufacturing process and the reported failure "mechanical problem - knob difficult/ unable to tighten-arm does not lock".

Event description:
On (B)(6) 2025, the hospital reported that during the operation, after opening the package, it was found that the front end of the stabilizer could not be fixed, the knob is unable to tighten-arm, it was not used on patients in clinical surgery, and it was replaced with a new one. There was no harm to patient.